Manufacturer narrative:
Follow-up #1; date of submission: 11/29/2016. The device has been returned and evaluated by product analysis on 11/03/2016 with the following findings. A review of the pump¿s black box revealed evidence of voltage drops resulting in battery alarms. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. A ¿battery life¿ issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was found to be cracked. There was evidence of moisture contamination found on the inside of the battery compartment. There was a case crack observed. A leak test showed a leak at the battery compartment. The pump case was removed and there was no additional moisture contamination found inside the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. .

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.